Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost release 4 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site. A full inspection of the detector and performance undertaken, no repair action possible. Replacement detector to be ordered and installed. A quote for a new detector was sent to the customer but they did not order until it expired, because the customer has taken the decision not to replace the detector for now. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the detector has been dropped, now has a crack down it and the pixels are dead. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.